Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2013 and suture was used on the perineum. The patient experienced a wound dehiscence. The perineum was resutured and the patient required a longer hospitalization.

Manufacturer narrative:
(B)(4), a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.